Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that customer received a pump error 68. Insulin pump would be replaced. Customer's blood glucose was not reported.

Manufacturer narrative:
The pump was received with no down arrow button response, due to a fault isolated to the keypad assembly. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current and active current measurements, verify pump error 68 alarm, and verify keypad backlight 1 and 2 due to no button response. The red alarm/fault led is working. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, a missing display window cover, pillowing keypad overlay, and minor scratches on the lcd window.